Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the alleged issue and replaced the hrsv (high resolution stereo view) monitor. Following service, the system was tested and verified as ready for use. Isi has not yet received the replaced component for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A system log review confirmed the procedure date of (B)(6) 2022 on system sk0824. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: after the start of the procedure, it was reported that one eye was black with one of their surgeon side console. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, biomed called the technical support engineer (tse) to report that one eye was black on one surgeon side console (ssc). The tse reviewed the logs and found no related codes. The site wasn't able to confirm if the surgical field was black or the eye was completely black. The tse asked the site to reseat the ssc blue fiber cable from both side while system was off and to check about eye missing. Action requested was done except looking in the ssc while system was powering on. There was no reported injury, nor procedure delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: on the date of the event, the operating room team had a dual surgeon side console (ssc) set-up. Prior to the start of the procedure, the customer confirmed that the system was inspected and both console eyes were working properly. The customer confirmed and clarified that the black eye issue was observed when the reported ssc was powered on and there were no error messages observed. The surgeon was able to complete the procedure after moving to the second console.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the high-resolution stereo viewer (hrsv) monitor associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported failure that the left eye is black all the time. The hrsv monitor was installed on an in-house test system. The system started up with no image on the left hrsv monitor, the screen was completely black.